Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns pt received a high impedance warning during system diagnostics testing. The pt's treating vns therapy physician indicated that there had been no admission of pt trauma or manipulation prior to receiving the results. X-rays of the pt's device were received by the MFR and a review of the images revealed no anomalies which could have contributed to the reported event. The pt underwent a full vns revision surgery, during which the pt's implanting surgeon indicated that a lead fracture was identified near the chest incision site. The pt's explanted device was returned to the MFR, where it is currently awaiting analysis.